Event description:
The facility rep reported an infus or pump in which the pump intermittently stops working. This was found during bio-med testing, with no pt involvement. The biomed technician did not have any add'l info on this incident. No add'l info is available on this event at this time.

Manufacturer narrative:
(B) (4). Device was received for eval. The reported issue intermittently stops working was confirmed. The reported issue is due to a faulty motor. Repairs were not made on this pump. Customer requested pump be returned unrepaired.